Event description:
It was reported that the customer's infusion set was bad and that the reservoir was only half empty. The customer's blood glucose was 600 mg/dl. The customer looked at the insertion site and saw that there was blood. Explained that the blood may have been blocking the insulin from going in. The customer stated that he hit the rewind, and the piston only retracted halfway. Discovered that the customer was not pressing the act button after selecting reservoir plus set. Assisted customer with rewinding the insulin pump. Customer declined troubleshooting for high blood glucose levels. Advised customer to monitor the insulin pump and to call back if he experienced further problems. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.